Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for belotero balance lidocaine, lot number 326144/1, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. The reported lot contains nonconformance reports related to this lot, but none that would have contributed to this event.

Event description:
This case was linked to lssmv case numbers (B)(4), referring to the same patient. This spontaneous report was received from a new zealander physician via a business development manager and concerns a 59-year-old female patient. She was injected during a training session, with belotero balance lidocaine, into the medical accordion lines, upper and lower lip, for lip volume and definition, on (B)(6) 2022. Batch number was reported as 326144/1 (expiry date: 02/2024). A lot search in the global safety database was conducted. As reported, the patient was injected with 0.4 ml into the upper lip and with 0.3 ml into the lower lip (also reported as 0.05 ml and 0.1 ml into one injection per side of the upper lip and 0.1 ml into one injection per side of the lower lip). As reported, 0.1 ml was injected using superficial horizontal linear thread. The patient was also injected subdermally, with 0.15 ml per side into the medical accordion lines, using a 30 g 12 mm needle and microbolus. The patient was concomitantly injected with a total of 0.9 ml of belotero volume lidocaine, into the superficial musculoaponeurotic system, for piriform lifting, on (B)(6) 2022. Batch number was ambiguously reported as b00007560 (expiry date: 05/2024). The patient received 0.5 ml into the right side and 0.4 ml into the left side. The patient was injected from the buccal space, deep periosteally, using a 22g 70 mm cannula. On the same occasion, the patient was concomitantly injected with belotero intense lidocaine, into the marionette lines, lateral perioral dimples and for peri-oral upper lip volume and lifting. Batch number was ambiguously reported as b00006380 (expiry date: 04/2024). The patient was injected subdermally, with 0.1 ml into each side of lateral perioral dimples (left side was injected by the trainer), using a 22 g 70 mm cannula with entry from the buccal space. Into the marionette lines, the patient was injected subdermally, using a 27 g 12 mm needle and linear threading technique. The right side was injected by the trainer. As reported, she was injected with a 0.3 ml per side (also ambiguously reported as 0.5 ml into 4 injections points per side and 0.1 ml into 1 injection point per side). She was further injected subdermally, with a total of 0.3 ml per side of the peri-oral upper lip (with 0.1 ml of microbolus into 3 points on each side, left side was injected by a trainer), using a 22g 70 mm cannula with entry from the buccal space. On the same occasion, the patient was concomitantly injected with a total of 0.2 ml of belotero soft lidocaine, into the superior lip smokers lines. Batch number was reported as 256070/1 (expiry date: 11/2023). The patient was injected subdermally, with 0.1 ml per side using a 30g 12 mm needle and microbolus. On 17-nov-2022, at 13:00 pm, the patient gave consent, and assessment and photographic records during the training session were made. The uneventful procedure was well tolerated and aftercare brochure was sent with a contact number. The patients past aesthetic history included neurotoxin, into the upper face, 16 weeks prior to the report, in 2022 and lip filler, 3 years prior to the report. On (B)(6) 2022, after the belotero balance lidocaine injection, the patient experienced a vascular occlusion into the superior labial artery superior to the left upper lip. On (B)(6) 2022, there was a phone review with photos and the physician noted multiple haematomas on the injection sites (an abnormal bruising pattern). The patient reported nil concerns and was asymptomatic otherwise. The patient was concerned about the left upper lips bruising extending to the non-injected vermillion border. The consultation was converted to a video consult. Capillary returns were difficult to determine as the patient lived in a remote area with limited internet connection. The patients photos were sent to the trainer, who thought that it looked like normal haematoma after filler injection, with stepwise guideline how to differentiate vascular occlusion over bruising. On (B)(6) 2022, at 09:00 am in the morning, there was a face-to-face consultation. On review, the physician noted more prominent and non-blanching haematoma, with delayed capillary return on the left upper lip, also extended further involving the upper lip skin with surrounding minor pallor. Photos were again sent to the trainer. A second opinion was sought from a colleague, working within the area, with the photos and videos. It was agreed that a face-to-face review was needed to determine vascular occlusion. The patient was offered to come in a for review at the aesthetic centre. On (B)(6) 2022, on the same day at 17:30 pm, it was agreed on consistently pallor left upper lip with delayed capillary return at 4 seconds, and they proceeded to hyalase. There was no sign of vascular compromise present on the inner buccal mucosa, tongue, upper gum or lip wet dry border and the patient did not report related symptoms. Consent for hyalase was obtained prior to the filler procedure and confirmed with verbal consent. A skin prick test was performed into the right forearm with 30 units, with a negative result. The marked area was injected with 750 units of hyalase (1500 unit was diluted in 1 ml of 0.9% nacl and 1 ml of 2% lidocaine) and an additional 750 units was injected using the linear threads technique with a 30g bd syringe, this was 1500 unit in 2 ml. Immediate improvement of capillary return was noted. The area was flushed with an additional 1500 unit diluted in 1 ml of 0.9% nacl, with resolution of the dark reticularis libido and capillary return was less than 2 seconds. On (B)(6) 2022, at 08:00am, a slight extension of lighter reticularis libido pattern was noted, with focal/central pallor and capillary return was still marginal at 3 seconds. The area was injected with another 1500 units of hyalase diluted in 1 ml of 0.9% nacl and 1 ml of 1% lidocaine, in subdermal linear and subcutaneous in linear threads. On (B)(6) 2022, at 12:00 pm, on day 3 of hyalase review, other than residual haematoma, reticular libido was not evident. However, capillary return on the previous focal pallor area was still marginal at 3 seconds, compared to less than 2 seconds on adjacent philtrum/nasolabial/upper lip. The patient was planning to return to her house in the evening and was going to come back for review in 2 days. As a precaution, additionally, the area was flushed with 1 vial of 1500 units of hyalase diluted in 1 ml of 1% lidocaine, superficially targeting end/collateral capillaries, targeting possibly remaining micro hyaluronic acid emboli (microha). On (B)(6) 2022, at 12 pm, a photo from the patient was reviewed, haematoma from multiple injections including the latest penetration points was evident, and no new or apparent pallor/reticularis livedo was present. A new face-to-face appointment was arranged the next day. The patient was advised to continue with hirudoid cream for the bruising. On (B)(6) 2022, at 08:45 am, the patient had a face-to-face review and there was improvement in the colour of her skin, with fading haematoma and consistent capillary return. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 01-dec-2022: belotero intense lidocaine was injected into the white part of the upper lip. The patient was previously treated with xeomin, into the glabella and forehead, by the physician, in (B)(6) 2022. There was no complication noted. Concomitant medications included sertraline. Otherwise the patient was not on any supplement or medication. On (B)(6) 2022, on day 4 post treatment, there were definitive signs of vascular compromise (delayed capillary return), and a pallor patch with adjacent reticularis livedo, compared to improving haematoma in other treated areas. This was clinically assessed in person and agreed by another experienced cosmetic clinical specialist physician, at the time of the assessment. The reversal with hyalase was the most safe option to avoid necrosis and permanent scarring at the time of assessment. As reported, on day 2, another sign was the extension of libido to the medial philtrum, which suggested vascular migration of the micro emboli from the dissolved product. After a 3 day course of hyalase, the vascular occlusion was fully reversed and the patient had no permanent sign of tissue damage in the treated area, based upon the latest review on (B)(6) 2022. Due to the provided information, the outcome of the event was considered as resolved (changed from resolving), in (B)(6) 2022. The physician suspected the vascular occlusion was caused by either belotero balance lidocaine to the red part of the upper lip in higher chance, or less likely but still possibly with belotero intense lidocaine into the white part of the upper lip using a cannula. Follow-up information was received on 05-dec-2022: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as 326144/1 (expiry date: 02/2024).

Event description:
Follow-up information was received on 27-dec-2022: at the time of this report, the physician wanted to retreat the patients lips, now that it settled. The outcome of the event remained unchanged. Follow-up information was received on 03-jan-2023: the outcome of the event remained unchanged. In the opinion of the reporter, the event was not related to belotero volume lidocaine and belotero soft lidocaine, since the area of the vascular compromise was suspected from the left supra labial artery, which was injected with belotero balance lidocaine.